Event description:
Renal stenting case. Access was obtained via the right side groin and a 6f long sheath was placed. The physician used a .035 wire and quickcross to canulate renal stenosis. The stenosis was 50% or greater and calcified. There was no predilation and the visi-pro was inserted. When attempting to cross the lesion at the origin of the renal artery the visi-pro stent appeared to flare and came off balloon catheter. Access obtained on left side and a snare was used to remove the visi-pro stent. The entire stent was recovered and another stent was deployed successfully.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the visi-pro balloon-expandable biliary stent system was received for evaluation with the catheter in one bio-hazard bag and the stent in another bio-hazard bag. The stent was fractured into two pieces. One stent fragment was 1/2 cell and was severely deformed. The other fragment was 4 cells and the 1 cells adjacent to the fracture face were severely elongated. The struts at the other end of the longer segment exhibited fold-over damage. The balloon chamber was in pre-inflation profile (tight-wrapped and stent witness marks). The witness marks indicate that the stent had been crimped well-centered between the catheters marker bands.